Event description:
The patient reported having pacemaker problems since the device was implanted. Some reprogramming was performed and the patient indicated "it was good." Then after going to a different clinic for a device check, some settings were changed. Since those changes, the patient feels sick on rough roads. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).